Event description:
The device was applied during an unspecified procedure. Reportedly, the safety shield would not retract. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.